Manufacturer narrative:
(No consequences or impact to patient); (high test result). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that an elevated architect afp result of 573.12 ng/ml was generated. The sample was repeated and a result of 4.85 ng/ml was generated. The customer determined that the repeat result was the correct value as it matched the last value for the patient. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a single falsely elevated afp result of 573.12 ng/ml for one patient while using architect afp 3p36-25 lot 34443lf00. When the sample was retested on the same day using the same reagent bottle an afp result of 4.85 ng/ml was obtained. An inspection of the instrument showed no issues with the probe and washzone. Review of abbottlink data showed there was no issue with the luminous pattern (rlu read profile). Testing was performed using an in-house kit of architect afp 3p36-25 lot 34443lf00 and a serum based panel sample with a target concentration of 20ng/ml. All acceptance specifications were met indicating that the lot is performing acceptably. Customer complaint data was reviewed and no adverse trends were identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. The single elevated result of 573.12ng/ml obtained for the patient sample is potentially due to sample integrity/sample handling issues at the time of testing. The architect afp reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.